Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal with electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer's report was verified and attributed to a transformer on the analog board. The preair was denied and the device was labeled "not for clinical use" and returned to the customer unrepaired. Analysis of reports of this type has not identified an increase in trend.